Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
During an atrial fibrillation (afib) ablation procedure with a varipulse catheter, the patient experienced cardiac tamponade. The report indicated that during mapping with a varipulse catheter, approximately one hour after the start of the procedure, cardiac tamponade occurred. The clinical course is unknown. Details are being confirmed, and when additional information is reported, it will be inputted. The physician assessment of the health problem was serious. No extended hospitalization. The physician's opinions on the relationship between the event and the product was because the patient¿s blood pressure gradually decreased during mapping with the varipulse catheter, it was considered that the cardiac tamponade might have occurred during the mapping. However, CT imaging did not localize the site of the tamponade. The physician commented that the cause of the cardiac tamponade was not yet known. No abnormalities observed prior/during use of the product. The patient has been discharged from the hospital on (B)(6) 2025. No relevant tests/laboratory data was noted.

Manufacturer narrative:
On 25-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
During an atrial fibrillation (afib) ablation procedure with a varipulse catheter, the patient experienced cardiac tamponade. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, or electrical issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that "careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade, or entanglement which may lead to valvular damage." As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).